Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient experienced redness, inflammation and infection under the entire patch area, which occurred on an unspecified day after the sensor had been inserted (no information about the insertion site). The patient consulted a physician on (B)(6) 2022 who prescribed an unspecified oral antibiotic. No additional patient or event information is available.